Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. "Taxus stent was implanted and restenosed within a couple of weeks." Additional information regarding this event has been requested.

Manufacturer narrative:
H6: the delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore no direct product analysis is available. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The root cause of the complaint incident could not be determined.